Event description:
Caller reported potential false negative urine hcg results with icon 25 hcg (combo cassette) vs. Serum hcg results. The distributor reported that customer was getting false negatives with urine samples on icon 25 hcg (combo cassette). The customer reported false negative results on two patients that were confirmed positive by serum hcg quantitative testing (no values provided). No patient information was available. Though requested, no additional information was provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, three (3) high levels of hcg urine controls, and three (3) clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.